Event description:
The family member called lifescan on behalf of the pt and alleged the one touch ultra meter had segments missing. A reading reported was 255 mg/dl. The pt did not have symptoms of high or low blood glucose. A medical professional was contacted for advice. No treatment was given. The reporter did not have any of the supplies or the meter in order to troubleshoot. However based on the info from the family member the issue is reported as a product malfunction and the meter was replaced with return expected.